Manufacturer narrative:
Additional information: the returned driver was examined. There were indications of use including worn hex corners and scratches on the quick connect end. A functional evaluation found the device to maintain its functionality. The cause is likely attributed to wear from repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a final driver was found worn outside of surgery and did not have any surgical or patient impacts.